Manufacturer narrative:
During troubleshooting it was identified patient only uses his abdomen as a site region. No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.

Event description:
Received information stating patient was experiencing high bg's.